Manufacturer narrative:
The field service engineer visited the customer's site on (B)(6) 2024 and replaced the dilution cup and the vacuum nozzle. Precision studies and an ise check were performed and they were within specifications. The root cause was due to an issue in the vacuum nozzle (component failure). No further issues were reported after the service visit.

Manufacturer narrative:
The na electrode lot number was y7073. The expiration date was not provided. Qc was within range prior to sample measurement but when the customer repeated the qc after the sample measurement, it was found to be out of range. On 04-oct-2024, the field service engineer (fse) did not find any issue but he suspected a contamination or an obstruction in the flow path. He performed an ion-selective electrode (ise) decontamination. Ise check, precision studies, calibration, and qc were performed and they were all within specifications. On 09-oct-24, the fse visited the customer's site again and found an abrasion at the end of the ise sipper. He changed the ise sipper. Ise check was performed and it was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 6 patients' serum/plasma samples tested on a cobas pure c303 analytical unit. Results for the sodium (na) tests were affected. Sample 1: initial result: 152.9 mmol/l. Repeat result: 141.7 mmol/l. Sample 2: initial result: 147.8 mmol/l. Repeat result: 141.6 mmol/l. Sample 3: initial result: 147.1 mmol/l. Repeat result: 137.7 mmol/l. Sample 4: initial result: 145.5 mmol/l. Repeat result: 139.4 mmol/l. On (B)(6) 2024: sample 5: initial result: 154.6 mmol/l. Repeat result: 145.4 mmol/l. On 16-oct-2024: sample 6: initial result: 150.5 mmol/l. Repeat result: 144.5 mmol/l. The customer questioned the initial results and compared them to the patients' previous results in the customer's laboratory information system (lis). No questionable results were reported outside the laboratory and the samples were then repeated. The repeat results were deemed to be correct.